Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. A review of invoice history confirmed both surgery dates and suggests the acetabular cup, modular head and taper adapter were removed and replaced with competitor acetabular components and a biomet head during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. A review of invoice history confirmed both surgery dates and suggests the acetabular cup, modular head and taper adapter were removed and replaced with competitor acetabular components and a biomet head during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6) 2011 revision was due to pain, elevated metal ion levels, and mechanical symptoms in hip. The patient's operative report noted inflamed synovium, metal debris, and anteverted acetabular component. Additional information received in patient medical records revealed patient's blood was tested on (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states "material sensitivity reactions." Number 6 states "inadequate range of motion due to improper selection or positioning of components." Number 14 states "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05162 & 05164).